Event description:
It was reported that the patient experienced difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system causing a loss of stimulation. It was noted that the patients' preexisting medical conditions of complex regional pain syndrome (crps) and increased edema were likely causing charging difficulties. An ultrasound was performed and the results were normal. The patient underwent a revision procedure in which it was confirmed that the ipg had tilted in the existing pocket, therefore the ipg was repositioned to a new pocket. As of note, it was stated that electrocautery was used during the revision procedure. The patient is doing well post operatively and was able to fully charge the device. No devices will be returned as they all remain implanted.